Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that versacross transseptal sheath was selected for use during a pulmonary vein isolation. During preparation, it was noted that the flush lumen was noted to be defective. Thus the device was replaced with same model and the procedure was completed successfully. No patient complication was reported. The device is not expected to be return for analysis as discarded.